Event description:
It was reported that the patient has bifurcation lesions in the heavily calcified, distal left main (lm). One balance middleweight (bmw) universal ii guide wire was advanced to the lm and another of the same to the left circumflex (lcx). A non-abbott balloon dilatation catheter (bdc) was advanced to the lesion in the proximal lm; however, this balloon failed to inflate completely on the first inflation, so the bdc was retracted. The same bdc was advanced to the same lesion site for a second time and the balloon was able to be fully expanded. The intent was to send the same balloon to the distal lesion in the lm; however, the balloon failed to cross the lesion; therefore, the decision was made to retract the balloon. The attempt to retract the balloon was unsuccessful; therefore, the balloon and the guide wire were removed as one unit. It was observed that the guide wire and the balloon were stuck together. The procedure was continued using another guide wire and was successful. After the procedure, the two bmw guide wires were inspected and it was suspected that the connecting point or the coating on the guide wires might have some problem which resulted in the difficulty removing the balloon catheter from the guide wire. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided. The returned device analysis revealed the teflon coating on the guide wire was scraped off and missing.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the complaint device was returned for evaluation and the reported damage to the guide wire was confirmed. The guide wire was returned with scraped and missing teflon from the core, and stretched top coils. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The additional bmw universal was filed under a separate medwatch report #.